Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron jet plus g137, they allege that they have low water flow and the handpiece is heating up; no injury resulted.

Manufacturer narrative:
Within warranty? No. Notes: 01/23/26. Cn hp cable # 10240 new 10250. Jmate/sterimate # 11190. Awo powder bowl assy, bowl, j-l nozzle leaking. The powder bowl was not properly maintained causing air leaking and loss of pressure. The air hose was kinked restricting air flow. The handpiece nozzle was deteriorated and leaked. All the issues above caused no powder flow. Dead/low batteries in wireless foot pedal. A blockade in the handpiece cable causing no water flow. Powder bowl cleaned and retubed. Replaced worn/damaged parts and recalibrated to the manufacturing specifications qa: (B)(4).